Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to diabetic ketoacidosis five times for unknown blood glucose values. Customer reported blood glucose of 400 mg/dl during the call. Customer was unable to provide further details at the time of the call. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.